Manufacturer narrative:
Analysis results were not available at the time of this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (va1u4vg035) found the stimulation lead body outer insulation was cut. Product analysis #(B)(4): analysis information --(B)(6) 2018 08:27:21 cst pli# 10 product ID# 977a260 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the outer insulation on the lead was cut. Continuation of medical devices: product ID neu_stylet_acc, product type accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a lead. It was reported that during implant the lead simply bent after multiple insertions under high resistance into the epidural space. There was no injury to the patient. A new lead was used and the procedure was continued. The cause was unknown, but the patient may have had scar tissue leading to increased resistance. The issue was resolved. No further complications were reported or anticipated. No symptoms were reported.